Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, ophthalmic viscoelastic frequently remains at a fixed position on the back of the lens like a shape of a caterpillar. It could not be removed unless it was scraped off with I / a. The surgery was completed. The sample is not available for return since it still remains implanted in the patient's eye. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Video received showing iol (intraocular lens) implantation. Footage on cartridge preparation with ovd (ophthalmic viscosurgical device) is not provided, when cartridge comes in the picture ovd is already visible around the lens loading area. The lens is removed from the lens case and placed inside the cartridge, extra ovd amount is applied to the iol and the lens is advanced into the cartridge and implanted successfully. The reported complaint was not observed. The video shows standard lens implantation, no excess ovd is visible from the provided video. No root cause identified. The reported complaint was not observed from the provided video. All product and batch history records are quality reviewed prior to product release. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).